Event description:
It was reported that the burr was detached and was removed with a snare. A 1.50mm rotapro was selected for use to treat the calcified nodule in the mid right coronary artery. During the procedure, it was noted that the tip of the burr was separated during debulking. It was removed with a gooseneck snare along with the wire. The procedure was completed with a different device. No further patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. Returned product consisted of the burr to the rotapro atherectomy system on a rotawire used in the procedure. The remaining of the burr catheter and the advancer failed to return for further analysis. Inspection found that the burr was detached and free moving on the returned rotawire. Microscopic inspection was used to view underside of burr. The coil was detached within the burr indicating a tensile forced detachment. However, the burr was not fully removable from the wire due to the wire damage.

Event description:
It was reported that the burr was detached and was removed with a snare. A 1.50mm rotapro was selected for use to treat the calcified nodule in the mid right coronary artery. During the procedure, it was noted that the tip of the burr was separated during debulking. It was removed with a gooseneck snare along with the wire. The procedure was completed with a different device. No further patient complications reported.